Event description:
It was reported that the patient had an infection at site of incision after implant surgery. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No additional relevant information has been received to date.

Manufacturer narrative:
Device return and evaluation is not required as the root cause has been established and analysis adds no value to the investigation.